Manufacturer narrative:
The device was returned with the cannula assembly fully deployed and the needle completely retracted. Blood was found in the distal tip of the soft cannula. No kinks were observed on the exposed portion of the soft cannula during investigation. The fluid path was tested, and it was found to be occluded at the distal end of the soft cannula. The soft cannula was cleared, and fluid was able to exit the fluid path upon rotation of the ratchet gear. A leak test was performed, and no leaks were observed throughout the entire fluid path. The data downloaded from the device did not show any timeouts, drive stalls and/or rotational abnormalities during the run indicating the occlusion did not affect the device during operation. It could not be determined when the occlusion occurred. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The formed needle was properly seated in the slide insert. The exact cause of the cannula dislodging could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 357 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being dislodged and bent/kinked, while wearing it on the arm. For treatment, the patient changed out the pod for a new pod.